Manufacturer narrative:
Subject device was returned for evaluation. Visual inspection confirmed failure mode of ¿broken drill¿. The device was broken mid shaft. Trumpeting of the device tip was observed, and rolled edges were identified. The cutting edges were observed to be intact, but exhibiting some minor wear due to use. The wall thickness of the coils at the site of the break were measured. Due to the condition of the returned device, additional dimensional measurement nor functional testing could be performed. Instructions for use (IFU) state: ¿use of drills with that have worn or dull tips can result in breakage.¿ a review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for the manufactured lot number on file. Per results of the investigation, no root cause could be determined. At this time, no further investigation will be implemented. (B)(4).

Event description:
During an anterior cruciate ligament (acl) procedure utilizing the clancy flexible drill, 10.0 mm, it was reported that the device broke in half while the surgeon was exiting the femoral tunnel. It was reported that no other debris fell off inside of the patient. There was a ten (10) minute delay in the surgery while the doctor used a combination of the probe and ronguers to push the fragment from the patient so that the broken piece was able to grasp by hand. It was reported that a backup device was not used in order to complete the procedure. (B)(4).